Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "recall, informed that in consultation with his physician, explained about the problems that the prosthesis has been presenting." Patient later reported "irregular high contour, with folds inside (arrows) and somewhat lumpy content" via us and "capsular contracture, baker grade IV." Device remains implanted.